Event description:
Pt's mother reported that the pt has had an increase in seizures above pre-vns baseline since implanted with vns. Additionally, it was reported that the pt would like to have the device explanted because he needs routine full body mris. Attempts for further info are in progress.